Event description:
The customer alleged the received a questionable antibody to (B)(6) result for one patient on their e602 analyzer. The patient's initial result was (B)(6). This result was considered (B)(6) and reported outside the laboratory as (B)(6). In another laboratory, the sample was tested using an immulite analyzer and the result was (B)(6). The sample was then tested on a monalisa device and the result was (B)(6). The patient was not adversely affected by this event. The (B)(4) reagent lot number was 171263. The expiration date was 07/2013. One patient sample was returned of investigation. The sample was tested using the elecsys (B)(4) reagent. The customer's result was reproduced. The result was (B)(6), which was (B)(6). The sample was found to be (B)(6) using (B)(4) method and indeterminate with the (B)(4) score. A final conclusion on the results was not possible.

Manufacturer narrative:
This event occurred in (B)(6).